Event description:
It was reported that the device was explanted after an implant duration of approximately 125.1 months. Through the operative report, the reason for explant was learned to be endocarditis, mitral insufficiency, and dehiscence.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.